Event description:
The filter was placed on the (B)(6) 2024 and removed on (B)(6) 2025.lasso technique was used for the filter removal (cook cloversnare®).

Event description:
During the retrieval procedure of the vena cava filter, a small fragment of one of the filter's legs fractured and remained inside the patient's body. The patient is currently asymptomatic.

Manufacturer narrative:
We require additional information to understand how the legs could have fractured at that specific location, particularly regarding the retrieval procedure, whether it was performed using an aln removal kit or a snare. We also need the full cavography sequence in order to assess the entire extraction process, together with pre-operative and post-operative scans to complete our investigation.